Event description:
Physician was placing guidewire in left femoral artery for line placement. The wire would not advance. When physician pulled it out, the guidewire became lodged and he had to pull hard enough on line that the wire split/unraveled.